Event description:
Over a period of time, I've noticed my dexcom gy sensors have been unreliable and is failing in proper readings. The unit states it will las for 10 days but after 4 to 6 days I've receive false readings which require me to finger poke to determine my numbers. After trying to calibrate it still will not correct itself. I've had 3 sensors fail back-to-back. It appears the dexcom g7 sensor are failing often or not pairing with device. I've been using them for about a year and have a few here and there problems but since the first of the year it is at least one out of three sensor fails, but as of late it's been my last three have failed mid-way through the 10-day cycle by providing false readings where it shows I'm in normal range, but it turns out I am extremely low. Reference report mw5171302, mw5171303.